Event description:
It was reported that the patient experienced elevated glucose levels after lunch despite making a proper meal announcement. The patient was concerned they may not have received the meal announcement and accidentally administered an additional meal announcement while on the phone with the agent. The agent reviewed the device¿s algorithm steps with the patient, who was able to understand all insulin dosages and meal announcements received. The patient¿s glucose levels began to decrease during the call, and no leakage was observed from the infusion site. To prevent potential hypoglycemia from the extra meal announcement, the patient planned to disconnect from the device or suspend insulin temporarily. The patient¿s glucose levels were affected for approximately one hour, reaching a high of 284 mg/dl. No backup therapy, ketone testing, steroid use, medical intervention, or additional assistance was required, and no immediate health effects were reported. Follow-up confirmed that glucose levels were trending back within range, and the patient reported no further issues. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.